Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. The customer alleged the pump bolus calculation was incorrect. Bg was addressed by consuming juice and fruit. Tandem technical support conducted systems check and the pump was functioning as intended.